Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular technologist (cvt), registered cardiovascular invasive specialist (rcis). H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the patient developed a hematoma with a tr band which then resulted in the patient having a surgical procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. Based on the additional information this report is now deemed not reportable. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended because the sample was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
Per the physician this was not a tr band issue and they wanted to take the opportunity to reeducate the staff on application with an in service.